Manufacturer narrative:
This follow-up is created to document the returned device and conclusion of the investigation. A titan one touch release pump, two cylinders, and a reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of erosion quality accepts the physician's observations as to the reason for surgical intervention. The patient identifier (a1) for this complaint should be (B)(6).

Manufacturer narrative:
This follow-up MDR is created to document the additional event information. The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received stated that revision took place for erosion on (B)(6) 2019. On (B)(6) 2019 the device was explanted for noted erosion and a genesis was implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, erosion was reported. An assembly kit was used, no device was explanted.